Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: a patient (B)(6) old hospitalized for hyperthermia with febrile peak at 41 degrees needed to be catheterized four times, because the first 3 catheters deflated. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. Based on the sap updated, it is likely that the balloon has hole thus causing a leak. Leak balloon may occur due to various reasons such as in contact with sharp or pointed objects or exposure to encrustation which causes leak to the balloon. This will cause balloon not able to stay inflated. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Samples were inflated with 10ml distilled water and soak in water at 37 c for 7 days. Samples were removed from soaking after 7 days and check for any leakage. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Leak balloon could happen due to various reasons. Other remarks: however, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
Reported event: a patient (B)(6) years old hospitalized for hyperthermia with febrile peak at 41 degrees needed to be catheterized four times, because the first 3 catheters deflated. The patient's condition was reported as fine.